Event description:
During laser lithotripsy, a pop was heard and a break was noted in the laser fiber being used. The fiber was immediately taken out of service and a new fiber was given to the surgeon and case was completed without further incident. No harm noted. Pt was transported to pacu in stable condition.